Event description:
Pump was pre-set for pressure of 35. Physician asked that the pump be turned up to 60. Pump turned up to 60 by rn. On the field, a port was opened and the suction tubing was hooked up to suction. The pump reading on the field went up to 1900 ml/min and the pressure went to 68. Fluid was being lost through the unplugged port. The doctor stated the patient's knee was "tight" and had swelled due to the high pressure from the pump.======================manufacturer response for arthrex arthroscopy pump, dualwave (per site reporter).======================believes operator issue. Provided complaints incident report to be completed by or staff.